Event description:
During amputation procedure of right hand 3rd finger, the nitrous hose to saw developed a weak area while in use causing a spot to pop like a balloon. A hose jarring saw and cutting the patient's hand requiring stitches to repair the laceration.